Event description:
It was reported that the burr became entrapped on the guidewire. A 330cm rotawire ic and 1.50mm rotapro were selected for use in an unspecified type of procedure in an unknown anatomical location. During the procedure, while inside the patient, the burr became entrapped on the guidewire. No adverse patient effects were reported. No further information is available.

Manufacturer narrative:
Device evaluation by MFR: the returned device consisted of a rotawire. The wire was able to be removed from the burr catheter with some resistance due to the numerous kinks in the wire. The tip was slightly stretched and there are numerous kinks along the body of the wire.

Event description:
It was reported that the burr became entrapped on the guidewire. A 330cm rotawire ic and 1.50mm rotapro were selected for use in an unspecified type of procedure in an unknown anatomical location. During the procedure, while inside the patient, the burr became entrapped on the guidewire. No adverse patient effects were reported. No further information is available.